Manufacturer narrative:
The customer reported, the display had a blank screen. The unit was evaluated by a philips representative and the reported symptom was duplicated. Replacing the display resolved the reported issue.

Event description:
The customer reported, the display had a blank screen.